Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no power after a solution was dropped and it got on the side of the unit and burned. The issue occurred during reprocessing for an intended diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of no power was confirmed. An additional, reportable malfunction of loss of image when wiggling the scope end connector was also identified, during the device evaluation. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that the internal power unit was damaged and that this product did not power on. From this, it is presumed, that the power does not turn on, due to the faulty power unit. And the loss of image, when we wiggled the scope end connector was, due to a worn-out lock latch on the video connector. The event can be prevented, by following the instructions for use, which state: dangers, warnings and cautions: follow the dangers, warnings and cautions given below when handling the video system center. This information is to be supplemented by the dangers, warnings and cautions given in each chapter. Danger: strictly observe, the following precautions. Failure to do so may place the patient and medical personnel in danger of electric shock. When the video system center is used to examine a patient, do not allow metal parts of the endoscope or its accessories to touch metal parts of other system components. Such contact may cause unintended current flow to the patient. Keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. Do not prepare, inspect or use the video system center with wet hands. Olympus will continue to monitor field performance for this device.